Event description:
The customer reported an advantage system 1 result "in the 200's," took his normal 50 units of insulin. About three hours later the customer was eating ice cream, began to feel symptoms of hypoglycemia. Caller received a blood glucose result of "around 200" mg/dl using advantage system 1, questioned this result, and retested at 78 mg/dl using advantage system 2 within 10 minutes. Reported adverse event relative to discrepancy. Strips not available for return, replacement system sent.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).